Event description:
Sales representative reported that one of his accounts has a patient that is experiencing a post-op reaction to two calaxo screws that were implanted in 2006. Tests for infection have been negative. The patient had a hamstring autograft acl repair. The surgeon used calaxo screws on both ends to secure the graft. The patient complained of pain and swelling at the 4-week visit, and he cultured some fluid with negative results. Patient returned at 5-weeks with a large effusion, which he again cultured with negative results. The fluid had a high wbc count (133,000). The patient had no fever and the knee was not red or hot. With the negative cultures, he injected the knee with an steroid hoping to be able to reduce the response and save the graft.

Manufacturer narrative:
No product has been returned for evaluation therefore, no conclusion could be made for this incident.